Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that volume control at the information center ix overview was not working. No patient harm was reported.